Event description:
During the surgical procedure of a diagnostic laparoscopy, laser of endometriosis and appendectomy, a vascular injury occurred. The veress needle was inspected and appeared to be functioning normally. Three attempts were made to place the veress needle into the peritoneal cavity. However, after each attempt, the pt pressure was high indicating placement was not in the peritoneal cavity. The veress needle sheath did not retract completely over the blunt edge. During the bowel manipulation for the appendectomy, a retroperitoneal hematoma was noted. A defect in the peritoneum was noted at the level of the umbilicus below where the veress needle had been inserted. Vascular surgery was consulted and no further indication for further exploration. CT scan was done postoperatively and serial hematocrits were done to monitor the hematoma. Pt was admitted to the hospital postoperatively for monitoring. Pt discharged on 12/06 in stable condition.